Event description:
It was reported that during the implant procedure, inserting leads into the pulse generator header was difficult. Eventually, the leads were inserted properly into the header and the procedure concluded normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.